Manufacturer narrative:
Company representative evaluated the unit and duplicated the reported problem. As issue was identified with the unit's display. Corrections included replacement of the unit's display kit. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.